Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the device needle easily came off the thread. The procedure was completed with another device. There was no problem on the patient status.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted three sutures and five needles. It was observed that two of the needles were detached from the sutures and three of the needles were attached to the sutures. Two of the needles were observed to be bent at the needle body. The retainer was inspected with no abnormalities. A review of the DHR (device history record) indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition was an improperly made code along with an improper execution of in-process controls for material assignment. The product analysis established a relationship between a device failure and the reported incident of incorrect needle. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.